Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted that device reset occurred on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.